Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly due to sensors were returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor glucose had triggered a threshold suspend. The customer¿s blood glucose during the incident was 165 mg/dl while their sensor glucose was at 60 mg/dl and dropping. They tried to calibrate but got a calibration not accepted and a sensor error. Troubleshooting was performed. It was noted that the sensor¿s cannula was bent. The sensor will be replaced and returned for analysis.